Manufacturer narrative:
Concomitant medical products: 5071-53, lead, implanted: (B)(6) 2009, 6935-65, lead, implanted: 2009, 4473, lead, implanted: (B)(6) 2009, 5071-53, lead, implanted: (B)(6) 2008. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device had premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.